Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room after their patient notifier delivered for non-sustained ventricular oversensing. The oversensing was caused by strange wide qrs waves that looked like artifact and that were also associated with capacitor charging. The device was properly sensing noise. No programming was performed. The patient would continue to be monitored.